Event description:
The customer contacted physio-control to report that their device froze and was not responding to button presses during patient use. The device was used to resuscitate a patient. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however the customer was unable to provide further details.

Manufacturer narrative:
Additional mfg narrative on of the initial medwatch report indicates: physio-control evaluated the customer's device and was unable to reproduce the reported issue. The electronic patient record was downloaded and reviewed. It was observed that they were consistent with the device not responding to button presses and unable to exit from analyze mode during the reported event. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined. Additional mfg narrative on of the initial medwatch report should indicate: physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The downloaded device data was reviewed by the customer quality engineer and was unable to confirm any freezing of the device. It was observed that the user pressed analyze button multiple times, but to exit the AED mode, the user must press energy select, pacer, or charge. There is no evidence that the appropriate buttons were pressed to exit the AED mode. However, the patient ECG record was determined to have a corruption of the event data around the analysis 1 event. Lifenet resuscitation suite program manager evaluated the file and was not able to recover the data. As not all the available data could be reviewed, the root cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The electronic patient record was downloaded and reviewed. It was observed that they were consistent with the device not responding to button presses and unable to exit from analyze mode during the reported event. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device froze and was not responding to button presses during patient use. The device was used to resuscitate a patient. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however the customer was unable to provide further details.